Event description:
The customer reported via phone call that his insulin pump had a big crack and was unable to read the screen. The customer explained that the insulin pump had been run over. The customer also stated that he was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose was 809 mg/dl at the time of the incident. The customer stated that, after the insulin pump was no longer in use due to being run over, he consistently was passing out and experienced seizures back to back. The customer expressed being tired as well. The customer was treated with fluids and insulin. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. No cracks on the screen were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.